Manufacturer narrative:
Company representative was not marked on initial report. Placeholder.

Manufacturer narrative:
(B)(4).

Event description:
Surgeon reported that patient flap was thin. He decided not to lift the flap and aborted the case. Surgeon brought the patient back on (B)(6) 2015 and did a photorefractive keratectomy (prk) procedure.

Manufacturer narrative:
Application support manager was at the site the time of the event and reported that all patients before and after the event were fine. No other issues reported. The patient is doing well and no loss of best corrected visual acuity (bcva). All pertinent information available to abbott medical optics has been submitted. Placeholder.